Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that there is sensor error. The customer stated the sensor 2 times new but anomaly persist. The customer noticed that the sensor electrode is missing, it is unknown if the electrode is still in the skin or not. The customer was recommended to consult doctor. The customer was advised that we would send replacement.